Event description:
During the implantation procedure, it was reported that the ventricular setscrew on this device would not hold the lead; unable to deploy. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
(B)(4).the analysis on this device is pending.

Event description:
During the implantation procedure, it was reported that the ventricular setscrew on this device would not hold the lead; unable to deploy. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
(B)(4), 2010.the analysis on this device is pending. (B)(4), 2011.(B)(4)